Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted; therefore not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event is unknown/not provided. Exact date when patient experienced severe starburst, pain and debris sensation was not provided. If implanted; give date: implant dates ((B)(6)2016) were provided for the lenses implanted in the patient's two eyes however without serial number association. There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that a female patient experienced severe starburst at night ((B)(6) 2016) while driving, sharp pain in eye and sensation of debris in eye after implantation of an abbott product for 1 month. During a follow up, customer provided serial numbers (B)(4) implanted in patient's eyes. Reportedly, right eye lens was implanted on (B)(6) 2016 and left eye lens was implanted on (B)(6) 2016. No further information was provided. This report represents the lens serial number (B)(4). A separate report is being filed for the lens serial number (B)(4).